Manufacturer narrative:
Date of event was estimated. The referenced driveline infection in (B)(6) 2017 is reported under MFR. Report # 2916596-2018-04437 as a separate admission. Approximate age of device - 28 days. The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bacterial infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infections on (B)(6) 2016, and (B)(6) 2017. Culture results showed staphylococcus epidermidis. The patient was treated with antibiotics including zosyn and vanconmycin. There is no current evidence of recurrence of infection, monitoring both the site and also labs for inflammation or leukocytosis.